Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient weighed (B)(6) pounds at the time of the report. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial (B)(4), product type: programmer, patient. Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 977a260, serial (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having back pain. The patient¿s surgeon wanted to have an MRI of the back to find out the reason. It was noted that the patient had back pain for a few years. After the implantable neurostimulator (ins) was implanted, the patient had not had any relief. Reprogramming with a manufacturer representative (rep) every few weeks had been done. Sometimes at night the patient would hurt and it could be where her device was off and sometimes on the other side. Even when the ins was turned off, it would hurt. It was noted to work during the trial. She could walk and exercise and still felt great with no pain during the trial. It was noted that the patient had 5 back surgeries. The patient was in 24 hour pain and had to walk with a walker. MRI compatibility guidelines were reviewed. Follow-up was performed to determine if any troubleshooting had occurred, if any cause had been determined, if any intervention was required, if the issue resolved, and if the patient had any further concern. This event will be updated if additional information is received. Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. Appointments of (B)(6) 2015 were noted. Additional information received reported that the patient was going to have a pump trial because his therapy had been ineffective at managing his symptoms even though coverage was in the correct paresthesia area. MRI compatibility guidelines were requested. Information was received from a family member/friend regarding a patient implanted for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was not able to alleviate the patient¿s pain. They mentioned that the patient¿s ins was removed in 2015 because it would not take away the patient¿s pain no matter the amount of reprogramming done. Therefore, the decision was made to replace the ins with a pump. The caller inquired if the manufacturer has a high frequency device similar to the nevro. The caller, patient, and healthcare provider were discussing trying another stimulator again, but this time with the nevro. No further complications were reported.